Event description:
The school nurse reported that the customer was experiencing high blood glucose of 437 mg/dl. The caller stated that she would like to know if the insulin pump would alarm if the customer does not receive insulin. The nurse stated that they have a back up plan for the student. The nurse stated that she will treat him with manual injections. Advised the caller to call back for assistance if she wants to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.